Event description:
Additional information received stating that the revision surgery was performed on (B)(6) 2021 by replacing the liner and the head. After the surgeon dislocated hip joint, removed the head, the liner and locking-ring, grafted bone from the patient¿s left bone head to acetabular through the cup¿s hole. (The patient has undergone a primary surgery via tha in the morning of (B)(6) 2021, the patient¿s left bone head was removed at this time.) The surgeon implanted new head, liner, locking-ring and hole-eliminator. There was not seemed trunnionosis from the explanted head, and no wear was seemed on sliding surface of the explanted liner. The surgery was completed successfully. The surgeon commented that the cause was backside wear.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b2 (is required intervention), b5 and d6b. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h1 and h6 (impact code).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the affected side was the right side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the attached x-ray image could not confirm the liner wear. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon plans the revision surgery by replacing the liner and the head in about (B)(6) 2021. The reason it needs the revision surgery is wear of the liner. No further information is available.